Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-02706. It was reported during an implant procedure on (B)(6) 2018, the patient had a cerebrospinal fluid (csf) leak (reference MFR. Report#'s: 3006705815-2018-02590 and 3006705815-2018-02591). Following the procedure, it was stated the patient was sent to ER due to seizure type activity. A CT scan was performed and found a subarachnoid hematoma. It was stated the patient remained in the hospital the entire time following the events. Follow-up information revealed the patient passed away on (B)(6) 2018.

Manufacturer narrative:
A patient experiencing a sub-arachnoid hematoma after lead implantation was reported to abbott. The physician has not attributed the event to implanted devices. The implantation of an scs device involves some risks commonly associated with surgery, such as a post-operative hematoma. The scs system was not returned for evaluation or disposal. The event information pertaining to this incident has been reviewed. Based on the information received, the extent to which surgical technique contributed to the sub-arachnoid hematoma cannot be ascertained nor can the cause of the reported incident be conclusively determined.